Manufacturer narrative:
The false negative results were corrected in the lis before they were reported. The service report said the readhead and optics were cleaned. The calibration and controls were run and the controls were in range. The system was fully functional on departure.

Event description:
Customer reported false negative leukocyte and blood results on the instrument. There was no report of injury due to this event.